Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; ECG (electrocardiogram) connector was found loose on the lem (link electronic module) printed circuit board. Analysis also found the touchscreen assembly was damaged. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) connection was faulty. The programmer was returned for service. There was no patient involvement indicated.